Manufacturer narrative:
The initial MDR 2517506-2016-00367 was filed on october 20, 2016. Additional information (11/29/2016): a siemens headquarter support center (hsc) reviewed the instrument data. The hsc found no evidence of reagent delivery or foaming issues. The cause of discordant, falsely depressed creatinine results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided quality controls (qc) data, which indicated the results were within range. Siemens is investigating the issue.

Event description:
Discordant, falsely depressed urine creatinine (cre2) results were obtained on one patient sample on dimension vista 1500 instrument. The initial discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed cre2 results.